Event description:
On 2017-mar-20, additional information was received from a foreign manufacturer representative (rep). Information reported the rep had no further information regarding a planned intervention. Additional product information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8781, lot#: 0208753814, implanted: (B)(6) 2017, product type: catheter, (B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug (unknown concentration and dose) in an implantable pump for an unknown indication for use. An expired product was implanted in the patient. The manufacturer representative did not check the expiration date prior to implant. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting/interventions were taken to resolve the issue. The issue was considered ongoing as of (B)(6) 2017. Surgical intervention did not occur and was not planned. The status of the patient was stated to be alive and with no injury. The patient was discharged and recovering at home. No complications were reported/anticipated.